Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced insulin shock. The cgm was reading 180 mgdl and the blood glucose reading was 30 mgdl. The patient called an ambulance. The bg by emergency medical service (ems) was 30 mgdl and the cgm estimated glucose value (egv) was not documented at that time. The patient was treated with glucose tablets and the ems provided him glucose gel or paste. The patient was monitored for 30 minutes or more. There was no documentation of further medical evaluation or intervention. After an hour or two, he felt comfortable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.